Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician felt that the tip of the device was softer than usual. Reportedly, the guidewire could not pass through the guidewire lumen port. No product damage was noted or reported, and the procedure was completed with this trapezoid rx lithotripter compatible basket device. Additionally, it was reported that the customer normally uses a pentax scope, however, during this procedure a fujifilm scope was used. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; side-car torn and push-back.

Manufacturer narrative:
Concomitant medical product: fujifilm scope. Side-car push-back. A visual examination of the returned device found the full length of the guidewire lumen (side-car) to be split and presented push-back. The returned unit was functionally tested by extending the basket and it performed according to specifications. No deformities were found with the guidewire lumen (side-car) which would have caused difficulty inserting the guidewire through the lumen. The condition of the returned incident device was not consistent with the complaint, guidewire passage restriction. However, during device evaluation, it was found that the guidewire lumen (side-car) to be split and presented push-back. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors, damaging the guidewire lumen. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).